Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the powered stapler was unable to fire the reload leading to an incomplete distal staple line. It was a presentation so it was unnecessary to fix the staple line. The jaws were articulated and they did three attempts with three different reloads but were unsuccessful. After applying 1cm it stopped. There was no patient involved.